Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 200 mg/dl. The customer reported no delivery during bolus and fixed prime. The customer stated that the reservoir was not empty. The customer was advised to change the complete set and call again if alarm occurs.